Event description:
This is a report of peritonitis, coincident with dianeal therapies for peritoneal dialysis (pd). The patient experienced peritonitis on an unknown date and was hospitalized for the event. However, the treatment was not reported. Three days later, the patient was discharged from the hospital. The patient recovered from this peritonitis event. This is report 2 of 4, for the mini cap, in this event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional relevant information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Per review of the batch records for suspected lots: gd893892 and gd893560. No nonconformance report was documented for these lots. All release criteria were met for the build of the lots.(B)(4).

Manufacturer narrative:
(B)(4).